Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the er320 formed an ineffective clip on the cystic artery and the blood loss was significant. 1/22/2001 additional info: due to a scissored clip on the cystic artery, the pt lost approx 750cc blood, which required that the surgeon open the pt to complete the procedure.